Event description:
It was reported that the patient was in the emergency room due to passing out. The implantable cardiac monitor (icm) device observed three second pauses, but the pauses were actually longer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).